Event description:
It was reported the insulin pump had a blank display. Customer's blood glucose was 8.9mmol/l. Possible causes for the blank display were explained. No damage to the device. The device was not dropped, bumped, or exposed to moisture. No damage noted in the battery compartment. Customer uses recommended battery for the device. The battery cap, battery compartment, or the spring were not missing or damaged. Customer inserted a new battery and stated the display did not turn back on. Customer was advised to clean the battery compartment and reinsert battery, device turned back on. Device passed self test. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.